Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: lvad fault alarms were confirmed through evaluation of the submitted log files. The controller log files showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the reported lvad fault alarm activated. Based on the captured power values and the data on the lvad log files, the pump was operating normally at the set speed during these events. The lvad fault events appeared to be caused by an issue with the current monitoring circuit on board the pump, however, a specific cause could not be conclusively determined through this evaluation. A corrective action has been opened to further investigate this issue. The lvad fault alarms are a known and ongoing issue associated with the patient, with previously documented complaints. The patient remains ongoing on vad support. The IFU explains that lvad faults are non-audible advisory alarms that would only appear on the system monitor. They would not present on the system controller and would not result in any adverse effect to pump function. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
\Approximate age of device ¿ 1 years 10 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had a lvad fault alarm. The patient has a known history of lvad fault alarms; tech services reviewed the log file and there were no other unusual events seen. No additional information was reported.